Event description:
Rec'd report from FDA. Pt reported being diagnosed with acantamoeba keratitis and underwent treatment which involved 6-7 different unspecified eye drops. Pt continues to use eye drops and reports vision loss in the right eye. No pt contact info was provided and the MFR is unable to f/u for add'l event info. Pt attributes the event to use of the prod.

Manufacturer narrative:
The prod was not available for eval. A review of the lot batch records and testing of retain samples show that all requirements were met. Based on available info, no root cause can be determined and no conclusion can be drawn.